Event description:
It was reported the spo2 measurements are incorrect, or the measurement stops without a technical inop alarm. It was indicated the issue was noted on adult patients who were connected with an spo2 finger sensor. The users restarted the monitors, which resolved the issue for some time. In one care unit, changing disinfectant wipes appears to have reduced the reported issue but in other units, the issue occurred again. During device testing, it was noted the user disabled spo2 alarms on the previous patient and did not end the case; therefore, spo2 alarms remained disabled for the next patient. The reported issues result in intermittent monitoring of ICU patients; however, there was no actual patient harm at this time. It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. The customer had also installed a masimo root platform monitor so spo2 was being monitored redundantly. There were no alarm reviews available for the event timeframe. It was also indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. Based on this information, some of the event details remain unknown and the root cause of the issue has not been determined; however, there was no actual harm to the patient.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. The fse stated that the reported issue could not be confirmed and has asked the customer to inform philips service team if the issue reoccurs. The fse also stated that the customer has not had any new events since the last reported event. The customer has installed a new masimo root device and monitors spo2. A philips support engineer (pse) reviewed the information provided by the customer, including event logs; however, it was determined that an accurate review of data was not possible as some of the necessary information is missing and was unable to be provided by the customer. A list of questions, including what logs would be required to provide an accurate review if the event reoccurs was provided the fse. The pse did mention that in a video provided it is clearly showing ¿inop¿ messages, but it is unknown if this video is from one of the actual events or if it was a simulation event. The field service engineer involved in the case indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. E1: (B)(6).